Event description:
As reported by healthcare professional: kink was found between the arterial end of dialyzer and blood pump segment. Arterial line 9th use. Kink was detected @8:30 am, hd started at 6:45 am. Recorded venous pressure at initial settings (qb@ 400ml/min) was 130mm/hg; after kink was relieved, recorded venous pressure was 230 mm/hg. There were no reported dialysis machine alarms. Pt was not feeling well and md notified of suspected hemolysis. Treatment was continued per md. Pt became dyspneic, oxygen given, placed in trendelenburg and md notified. Dialysis terminated and extracorporeal blood was rinsed back to pt. Admitted post dialysis. Actual complaint sample saved for evaluation. Currently pt stable and returned to out-patient dialysis.